Event description:
It was reported that patient received multiple high voltage therapies due to a lead dislodgment caused by twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.